Event description:
Foley balloon burst, foley fell out post op day 3. Patient lying in bed and reported a small "spasm" prior to foley falling out. No pain reported. Voiding sufficiently post event (250cc - 2 hr. Later peach color), not replaced. Patient did well with no adverse outcome.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.